Event description:
A (B)(6) female contacted zoll customer support to report that the response button cover came off one of her response buttons and now it does not work. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the rear response button cover was missing and the tactile dome was contaminated preventing the switch from functioning as designed. As a result of the defective response button, the monitor would not power up. The source of the contamination cannot be positively identified but was likely liquid ingress. No adverse event resulted from the defective response button. The patient was issued a replacement monitor.